Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with complaints of syncope and occasional slight shock near the implant pocket of the pacemaker. Upon examining the system, it was discovered that the atrial lead exhibited noise. However, the episodes of noise were not consistent with the shocking sensation. Since the last pacemaker interrogation on aug.9th, the device had zero percent atrial pacing and palpitating the pocket did not reproduce the sensation. The physician was unable to determine the cause of the slight shock. The atrial lead sensitivity was reduced and pacing settings were changed from aai to ddd to help with syncope. The patient's condition was stable. Related manufacturer reference number: 2017865-2019-15834.